Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as an uncontained 100 ml cleaner leak from the analyzer onto the floor. The analyzer was performing a shutdown process when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat, goggles, and gloves when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed a leak from loose tubing from check valve (cv25) at manifold mf4 (backwash manifold). The fse replaced associated tubing and the check valve. (B)(4).